Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a sacrospinous vault suspension procedure. Immediately after the procedure, the patient began experiencing back pain, and she was unable to have intercourse. A consulting physician opined that the patient's issues were caused by the uphold device being tensioned too tightly. According to this physician, the patient had an inverted "u" constriction, consistent with the device, that narrowed the mid-vagina to finger-size. The patient saw back specialists, although they did not help with her pain. She then underwent a partial mesh excision on (B)(6) 2012, which completely alleviated the pain. The patient, who is over 18 years of age and reportedly of normal weight, has remained pain-free and is fine now.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.